Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode. Technical services (ts) discussed safety mode with unipolar pacing and sensing and the possibility of pacing inhibition. Ts recommended the device be replaced as soon as possible as the patient is pacemaker dependent. At this time, the pacemaker remains in-service. No adverse patient effects were reported.